Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving an unknown drug with an unknown dose and concentration via an implantable pump for spinal pain it was reported the pain pump was not working properly. No symptoms were reported. The event date was unknown. No further complications were reported.